Manufacturer narrative:
Updated fields b4 g3 g6 h2 h11 corrected field h6 type of investigation investigation findings investigation conclusions, d10 based on the event description towards the end of treatment an alarm indicated an issue with the iab catheter. Imaging showed that the proximal portion was not inflating properly. Repositioning did not resolve the problem so the catheter was replaced. The new catheter functioned normally. There were no anatomical abnormalities or insertion related issues. The product was returned with the membrane completely unfolded and blood on the exterior and interior of the membrane and catheter. Two kinks were observed on the catheter tubing approximately 762 cm and 75 cm from the iab tip. An underwater leak test of the balloon catheter y fitting and extracorporeal tubing approximately 246 cm from the iab tip measuring 0005 in 0013 cm length. An abrasion mark was also observed around the leak site. The reported problems were most likely triggered by a leak which was found on the membrane by the rear seal. Under magnification a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as nonconforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend increase in number of complaints over past three 3 months. Based on the rational provided above no escalation to the CAPA process is required.

Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record (B)(4).

Event description:
It was reported that while using trans-ray plus 7.5fr 40cc iab with accessories intra aortic balloon (iab) catheter, the iab catheter inspection alarm was frequently sounded. Fluoroscopy confirmed that the proximal side was not bulging properly. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: based on the event description, towards the end of treatment, an alarm indicated an issue with the iab catheter. Imaging showed that the proximal portion was not inflating properly. Repositioning did not resolve the problem, so the catheter was replaced. The new catheter functioned normally. There were no anatomical abnormalities or insertion-related issues. The product was returned with the membrane completely unfolded and blood on the exterior and interior of the membrane and catheter. Two kinks were observed on the catheter tubing approximately 76.2cm and 75cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing, extender tubing and pressure approximately 24.6cm from the iab tip measuring 0.005in/0.013cm length. An abrasion mark was also observed around the leak site. The reported problems were most likely triggered by a leak which was found on the membrane by the rear seal. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.